Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter email address is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8337174. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise vascular reconstruction device (enc451412 / 8337174) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31226088) and could not be further advanced. The physician retracted the stent and observed that the stent was automatically released; the stent body was prematurely separated from the delivery wire. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 31-jul-2024, additional information was received. Per the information, the target vessel of the procedure was the middle cerebral artery (mca). An adequate, continuous flush was maintained through the microcatheter. The information indicated that an interventional guidewire went through the same microcatheter without issue. When the stent was removed from the patient, there was no damage observed on the stent / stent delivery system. The replacement stent was another 4.5mm x 14mm enterprise vascular reconstruction device (enc451412) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no negative patient impact and the reported issue did not result in any delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were noted on the delivery wire nor on the introducer. The stent component was found inside the luer hub of the concomitant microcatheter. It underwent microscopic inspection. Under magnification, it was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). The stent component was also noted to be fully expanded with both ends completely flared. The issue reported regarding the enterprise system being impeded in the proximal end of the microcatheter could not be evaluated through functional test since the stent component must be attached to the delivery wire and inside the introducer to perform a functional analysis. However, the complaint regarding a stent prematurely released was confirmed since the stent was found detached inside the microcatheter's hub. This condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the stent bent and the delivery wire breakage. However, with the amount of information available this only remains speculative. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8337174. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.